Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the black box revealed loss of prime warnings associated with a low non-zero force. The pump history revealed the following: the pump was manually suspended on (B)(6) 2016 at 10:20, then was manually resumed at 10:59, a loss of prime was emitted with low non-zero force at 10:59 and then deliveries resumed at 11:05. The cartridge compartment was observed to be damaged near the threads. The cartridge cap was not returned; therefore, a test cartridge cap was used for testing. The test cartridge cap was able to secure to the pump. During testing, a 24 hour duration test was successfully completed with no loss of prime warnings duplicated. The pump was able to detect the correct force. The pump cover was removed; the force sensor pins were seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces observed. There was no evidence of internal moisture found. An unidentified low force was observed in the black box. The force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the black box revealed loss of prime warnings associated with a low non-zero force. The pump history revealed the following: the pump was manually suspended on (B)(6) 2016 at 10:20, then was manually resumed at 10:59, a loss of prime was emitted with low non-zero force at 10:59 and then deliveries resumed at 11:05. The cartridge compartment was observed to be damaged near the threads. The cartridge cap was not returned; therefore, a test cartridge cap was used for testing. The test cartridge cap was able to secure to the pump. During testing, a 24 hour duration test was successfully completed with no loss of prime warnings duplicated. The pump was able to detect the correct force. The pump cover was removed; the force sensor pins were seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces observed. There was no evidence of internal moisture found. An unidentified low force was observed in the black box. The force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging at 10am, the patient experienced a blood glucose (bg) value of 51mg/dl with signs and symptoms of blurred vision, had trouble thinking, difficulty speaking and was extremely dizzy. The patient reportedly discontinued insulin pump therapy for a short period of time and treated the bg with juices to increase bg levels. There was reportedly a crack in the cartridge compart causing a loss of prime issue. This complaint is being reported because the patient experienced hypoglycemia due to a training misuse error as the patient secured the cartridge cap while insulin was being primed through the tubing.